Event description:
Major pump unit(s) involved: external control system failurespecific component(s) invloved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failure.additional text: changing batteries and pump alarmed then stopped.specific component(s) involved: external controller malfunction.additional text: changing batteries and pump alarmed then stopped.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify; replacement of external battery.other intervention : changed tether cable to grounded cable.implant device type: lvad.